Event description:
Patient was admitted to the surgery center on (B)(6) 2024 for a scheduled acl (anterior cruciate ligament) reconstruction of left knee. On (B)(6) 2024, patient was seen for a three month post operative appointment in office by surgeon who performed a routine x-ray, where surgeon noted a foreign body in the knee. He believed it to be the tip of the guidewire used on (B)(6) 2024.